Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. No delivery anomaly noted during testing. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 40 mg/dl. Customer's blood glucose at time of call was 123 mg/dl. Customer mentioned the device was over-delivering insulin. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.